Manufacturer narrative:
No sample or confirmed valid lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a viscoelastic product that exhibited a "pearl" was used during cataract surgery. Afterwards, the patient reportedly experienced toxic anterior segment syndrome (tass). The patient's condition was reported as improving.

Manufacturer narrative:
As a complaint sample, one used product syringe from lot 18d174 was received. Not enough product was present for evaluation. Our lab tested the retain sample of the reported, possible batches and the results are conform to the specifications for the tested parameters (ph, osmo, lal). A small amount of silicone was present. As you know, medical grade silicone is used to coat all types of stoppers and syringe barrels to permit proper function of the syringe. The low levels of silicone oil do not elicit local ocular or systemic toxicity. Investigation of our batch records filling, assembly and blistering showed no remarks related to the reported 'pearl'. A 100% visual inspection process of all filled syringes is performed to remove syringes with large bubbles. No in process control remarks were reported related to this complaint during assembling: at each start up, every 30 minutes and at the end of the working order a visual inspection is performed on 24 consecutive syringes and ok, no remarks about air bubbles. No in process control remarks were reported related to this complaint during blistering: at each start up, every 30 minutes and at the end of the working order a visual inspection is performed on 8 blisters and ok, no remarks about air bubbles. All batches are released according to the required specifications and all initial testing results are within specifications for the reported batches. Information of batch records compounding and filling showed that there were no related remarks on the production and sterilization process, all analytical results and ipc controls are within specifications. Sterility tests and rabbit tests passed. All results of chemical and microbiological tests were within specification. As not enough sample was present in the returned sample and no manufacturing related issues were identified, a conclusive root cause could not be determined for the two reported deviations. All batches are released according to the required specifications. Possible root causes for the reported 'pearl' may be that the customer observed a silicone droplet or an air bubble. - air bubble: a limited amount of air can be present in the syringe, inherent to the filling and stoppering process of the syringes, however a 100% visual inspection process of all filled syringes is performed to avoid syringes with visible large air bubbles. - silicone droplet: most probably the pearl observed is medical grade silicone that is present on the coated syringe wall to enable glide ability of the stopper. This silicone may accumulate during advancement of the plunger and form small silicone droplets. As a result of complaint trend investigation, it was identified that there is some within specification variability in the siliconizing process with our suppliers. If some more silicone is present, but still within specifications, more oily droplets may be formed during the progressing of the stopper. The silicone oil used is manufactured and tested in compliance with good manufacturing practices at an iso certified facility. The low levels of silicone oil do not elicit local ocular or systemic toxicity. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. Based on the investigation results (not enough product) we are unable to verify the complaint and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).